Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one month post implant, an x-ray revealed this atrial lead had pulled back from the implanted position. The patient with this lead had reported muscle stimulation symptoms. A lead revision was performed, both this lead and the right ventricular lead were removed and replaced successfully. No return of product is intended. No further patient symptoms were reported.